Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in catheter was splitting. The following information was provided by the initial reporter: material no: 381511, batch no: 0265143. It was reported catheter splitting when trying to place on patients' arm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-09. H6: investigation summary: bd received three thousand six hundred and ninety-six 24 gauge insyte autoguard units from lot 0265143 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that each unit was still inside its original packaging. Next, a random sampling of seventy-six units was selected and evaluated. There were no visible defects present on the units. Then, the units were microscopically inspected to detect any split tubing. No split tubing or damage to the catheters could be found. Based off the visual inspection and testing of the random samples the engineer was unable to verify the reported defect. Since no defects could be identified during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in catheter was splitting. The following information was provided by the initial reporter: material no: 381511 batch no: 0265143. It was reported catheter splitting when trying to place on patients' arm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in catheter was splitting. The following information was provided by the initial reporter: material no: 381511, batch no: 0265143. It was reported catheter splitting when trying to place on patients' arm.